Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaws did not open. This occurred at loading.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73e1900521 was manufactured on 05/21/2019 a total of (B)(4) pieces. Lot was released on 05/27/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with the rotation tab bent. The sample appears used as there is biological material present on the device. Reference file anp1900074312 for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly into the jaws. A build-up of biological material was observed in the jaws. The buildup was removed and another attempt was made. The next clip was able to load properly and was successfully applied to over-stressed surgical tubing. However, on the following attempt, the clip was unable to load properly as the feeder was to the side of the clip. The sample was disassembled to inspect the internal components. No further damages were observed. The sample was received with 5 clips remaining in the channel, indicating that 10 clips were fired by the end user. The bent rotation tab and the clips misloading are indications that the clips were out of position and stacking on one another in the channel. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. Reference file anp1900074312 for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "jaws did not open at loading" was confirmed based upon the sample received. One device was returned with the rotation tab bent. Upon functional inspection, the clips were unable to consistently load properly. The sample was disassembled and no further damages were observed. The bent rotation tab and the clips misloading are indications that the clips were out of position and stacking on one another in the channel. The clip stacking prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that the jaws did not open. This occurred at loading.